Manufacturer narrative:
Additional information was received indicating that this device was replaced due to stenosis and central regurgitation. No further adverse patient effects were reported. The patient's weight, patient codes, and device codes have been updated to reflect new information.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 5 years and 4 months post implant of this bioprosthetic valved conduit in the pulmonary position, it was replaced valve-in-valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.